Event description:
Customer reported an issue with the panorama telepack, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the panorama telepack.